Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with monitor/bent pins) has been confirmed. Upon eval, pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6), female pt, contacted zoll customer support to report that the electrode belt is not longer able to connect with the monitor. The pt also reported that the pins in the electrode belt connector are bent. The pt was provided with a replacement electrode belt.